Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 10/24/2016, and confirmed that the wbc bath was not draining properly due to a clot in the drain line from the wbc bath, contributing to an overflow (a leak) of fluid from the bath. The bath overflow was resolved by cleaning and clearing the line; the analyzer was then confirmed as operational. (B)(6).

Event description:
A customer reported an uncontained leak of approximately 4 ml of fluid, from a coulter ac t diff analyzer, described as an overflow from the white blood cell (wbc) bath. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time the fluid leak was observed, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment associated with this event.

Manufacturer narrative:
Device manufacturing date revised to reflect correct manufacturing date of the device.